Event description:
Patient is reported to have developed a blister approximately 1x1 1/4 inches following treatment with the anodyne professional unit. Treating facility reports following appropriate treatment guidelines, however, stated that the incident may have been caused by applying treatment pads with pressure. Company policy and procedure manual clearly warns against applying with pressure, as this may cause burns. Patient received treatment from a staff nurse, consisting of a topical cream.